Manufacturer narrative:
Initial and final MDR (B)(4) -MDR - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient experienced that the three infusion set fell off during use. The first occurrence occurred on early april; the second on mid march and the third on early march (03/01/2024 as event date). The infusion set was used within 2 days. The patient had used dressing or tape over the infusion set for all events. The blood glucose level of the patient was 250 mg/dl. No further information was available.